Event description:
It was reported via repair work order that the head end left side rail would not lock properly due to a damaged siderail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.